Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection reflin (1g for 14 days, route and frequency not reported) and injection tobramycin (40mg for 14 days, route and frequency not reported) for peritonitis. The event outcome and action taken with dianeal and extraneal therapies were not reported. No additional information is available.this is report 2 of 3 for this event.